Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the pump is noisy and running slow. The unit was triaged and the reported issue could not be confirmed as the accuracy testing was within the acceptable range. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2/6/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the enteral feeding pump was running slow.